Event description:
Legal counsel for the patient alleges the patient underwent a trauma procedure on (B)(6) 2010 because the patient fell and fractured the lower end of her left femur. Subsequently, the patient had a revision surgery on (B)(6) 2012 to evacuate the hematoma, and debride the wound on her femur, during the revision it was noticed the locking plate was fractured, it was removed and replaced, medical records confirm.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion; infection and allergies and adverse reactions to the device material." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Device product code - unknown expiration date - unknown. PMA/510(k) number/ manufacture date - unknown.